Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(6). Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Product remains implanted.

Event description:
A patient enrolled in a clinical study experienced pain post-implantation. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow up report is being filed to relay additional information not available at the time of the initial medwatch.

Event description:
A patient enrolled in a clinical study has experienced pain and subluxation post right hip arthroplasty. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
A patient enrolled in a clinical study has experienced pain and subluxation post-implantation. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information and corrected information. Concomitant products: unknown acetabular liner: catalog#: ni, lot#: ni. Unknown femoral head: catalog#: ni, lot#: ni.